Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there is a crack by her battery cap going down the pump. Her blood glucose is unknown. She also said that there is a light spot and a line near where the crack is. The insulin pump is being returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked lcd glass. Device received with cracked battery tube threads.